Event description:
It was reported that the patient's implantable cardioverter defibrillator received a high lead impedance alert. It was suspected to have been caused by a dry pocket or physiological growth on the device can. No intervention was performed. There were no patient consequences.